Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.